Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2014. During the procedure, the tibial bearing packaging appeared to not have been vacuumed sealed appropriately. Another tibial bearing was utilized to complete the procedure. A 90 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The complaint can't be verified since the vacuum sealed pouch in question was opened, therefore making it impossible to inspect the condition of the vacuum. There does not appear to be any other areas of the pouch that would indicate an integrity failure that would result in a lost vacuum.